Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be file

Event description:
On (B)(6) 2018, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was admitted to the hospital for an unspecified bowel infection. When the nurse asked to clarify the symptoms, it was reported that the patient was experiencing stoma site discharge. No further details or information was available and patient declined to have the physician contacted.

Manufacturer narrative:
(B)(4). Additional information added to describe event or problem. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 11 oct 2018: the patient was admitted to the hospital in late (B)(6) 2018 for an infection around the tube and discharged one week later. The patient was treated with unspecified intravenous antibiotics for a stoma site infection and cellulitis.

Event description:
Additional information received on (B)(6)2018: during the hospitalization, the patient was diagnosed with cellulitis at the stoma site, which was treated with unspecified intravenous antibiotics for a duration of one month. The patient was hospitalized from (B)(6)2018 and discharged on (B)(6)2018. At the time of report, the stoma site was still healing and had improved with slight drainage.

Manufacturer narrative:
Reference record (B)(4). Additional information added to date of report and event.

Manufacturer narrative:
(B)(4). Additional information was received on 08 aug 2018. The manufacturer's initial awareness date was amended from (B)(6) 2018 to (B)(6) 2018.

Event description:
On (B)(6) 2018, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was admitted to the hospital for an unspecified bowel infection. When the nurse asked to clarify the symptoms, it was reported that the patient was experiencing stoma site discharge. No further details or information was available and patient declined to have the physician contacted.